Manufacturer narrative:
(B)(4) date sent: 8/24/2020 additional information was requested, and the following was obtained: what color cartridges were used throughout creation of sleeve?- the first two cartridges were green, the third one was blue was buttressing material used? - no does the surgeon routinely wait 15 seconds prior to firing? - the surgeon waits minimum for15 seconds does the surgeon pulse fire or use one continuous firing stroke? - n/a were there any difficulties during initial procedure to include staple formation? - no other difficulties were observed what was the location of bleeding on staple line? - bleeding was seen on the area where the blue cartridge was used. The first two green didn't cause any bleeding. Did the patient have a coagulation disorder? - no what is was the patient¿s anticoagulation regime? - before 12 hours of the surgery, lmvh clexane 0,4 was given. After the operation ended, when the patient was still on the table, trans-amine infusion was done. What is the current patient status? - patient is doing good, has no issues

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout creation of sleeve? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were there any difficulties during initial procedure to include staple formation? What was the location of bleeding on staple line? Did the patient have a coagulation disorder? What is was the patient¿s anticoagulation regime? What is the current patient status?

Event description:
It was reported that during the case no issue was noted, however during post-op, bleeding was seen in drains and the patient re-operated to close the bleeding in the staple line by suturing.